Event description:
Implanted a plate silicone lens and the haptic tore upon insertion. The lens was implanted and removed without pt injury. It was stated the msi-tr injector and the mtc-60c cartridge were used, but the lot numbers were unknown.